Event description:
It was reported that the right ventricular (rv) lead impedance alert triggered for high bipolar impedance. There was a history of intermittent high impedances. The rv lead was reprogrammed and it remains in use. It was also reported that the right atrial (ra) lead had low p-waves and far field r-wave oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated atrial undersensing information. Historical p-wave sensing values between .125 and .5. No evidence of far field r-wave (ffrw) oversensing on stored episodes. Concomitant medical products: 694765 lead, implanted (B)(6) 2003. (B)(4).